Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 25 mm to 29 mm to 28 mm to 21 mm in diameter along a 37 mm length. The proximal aortic neck angle measured 85 degrees. The supra to infrarenal angulation measured 5 degrees. There was localized thrombus that covered 20 percent of the seal zone and had a maximum thickness of 4 mm. There was localized calcium that covered 2 percent of the seal zone and had a maximum thickness of 1 mm. It was reported that, during the index procedure, the endurant stent graft bifurcate had a proximal type I endoleak. A completion arteriogram after graft placement showed a type I endoleak and this was believed to result from the significant tortuosity of the vessel. The physician elected to implant four aptus endoanchors and the proximal type I endoleak was resolved. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.